Event description:
We received a report that a patient ''suffers'' from halos and glare since being implanted with a multifocal intraocular lens (iol). The dysphotopsia significantly affects her daily activities. The patient wants the iol explanted, however, the procedure has not been scheduled. The doctor attributes the patient's symptoms to the iol. This MDR is for the left eye. A separate MDR is filed for her right eye.

Manufacturer narrative:
Not applicable since the device remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.